Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had a non-resolving no-disposable alarm with a full cassette attached. There were no alarms on back-up pump with same cassette. Patient noted being sick with a cough. It is unknown if there was no patient, or clinician injury associated with this event. No further details provided.